Event description:
Pt had implanted cardioverter defibrillator implanted with revision 5 years later. The next year pt had a single discharge from the device which was not associated with systems. This discharge was thought to be related to oversensing with probable insulation malfunction of tripolar right ventricular electorde. The old implanted cardioverter defibrillator was used as it was only one year old.